Manufacturer narrative:
It was reported that during thr surgery, the tip of the r3 straight shell impactor was found to be cross threaded while trying to screw on trial shell. The procedure was finished using a smith and nephew back up device, with no surgical delay and no injury to the patient. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. The impactor was manufactured in 2016 and this device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that during thr surgery, the tip of the r3 straight shell impactor was found to be cross threaded while trying to screw on trial shell. The procedure was finished using a smith and nephew back up device, with no surgical delay and no injury to the patient.